Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the lead was received with the helix fully extended. Helix will not function because dried blood in the medial and tip end of the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. It cannot be determined what contributed to the reported threshold issue.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem. The lead was received with the helix fully extended. Helix will not function because dried blood in the medial and tip end of the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. It cannot be determined what contributed to the reported threshold issue.

Event description:
It was reported the lead was explanted and replaced one day post-implant as the rv thresholds could not be measured. No patient complications were reported as a result of this event.